Event description:
Information received indicates the casters will rotate from side to side after the brake is set.

Manufacturer narrative:
The technician replaced all of the casters to repair the stretcher.